Manufacturer narrative:
An onsite evaluation of the thermogard console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of the thermogard console displayed tcmid:05 (coolant diff failure) error message was confirmed during functional testing and based on the event log review. The investigation findings revealed a defective lm34 temperature sensor. The root cause for the defective temperature sensor could be due to normal wear and tear. The thermogard console is a reusable device and was manufactured in march 2012, and it is more than 9 years old and has exceeded its expected service life of 5 years. The reported complaint of the console displayed tcmid:07 (coolant temp high) error message was not confirmed during functional testing and based on the event log review. The tcmid:07 error message was not duplicated during the functional testing. During visual inspection of the returned thermogard console, it was observed that the top cover was cracked, unrelated to the reported complaint. The root cause of the observed physical damage attributed to user mishandling. The top cover was replaced to address the issue. The thermogard console failed the initial functional testing and displayed a tcmid:05 error message, thus confirming the reported complaint. The event logs were reviewed and confirmed the occurrence of multiple tcmid:05 error messages around the customer reported event date, thus confirming the reported complaint. The defective lm34 temperature sensor was replaced to address the error message. Following service, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During device testing, performed by the customer biomed engineer, it was reported that the thermogard xp ivtm console (sn (B)(4)) would not pass self-test and displayed tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) errors when the console was placed in the warming mode. No patient involvement.